Event description:
It was reported the programmer was not accepting viva/evera software. The programmer was returned for repair, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer powered up with an error. As a result the main processing unit (mpu) circuit board was replaced, hard disk drive was reimaged and current software was reloaded. (B)(4).